Manufacturer narrative:
(B)(4). The complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure performed on (B)(6) 2022. The physician checked the device prior to use and during set-up. During the procedure, he was able to deploy three bands with no problems noted; however, the remaining four bands could no longer be deployed. There were no reported patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h2 (additional information): block b5, block d7a, block h6 (impact codes), and block h8 have been updated based on the additional information received on april 21, 2022.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation procedure performed on (B)(6) 2022. The physician checked the device prior to use and during set-up. During the procedure, he was able to deploy three bands with no problems noted; however, the remaining four bands could no longer be deployed. There were no reported patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on april 21, 2022: the procedure was completed with another speedband superview super 7 and there were no patient complications reported as a result of this event.